Manufacturer narrative:
No product returning for evaluation. Should new relevant info become available, a supplemental form will be submitted. The reported issue was due to the infusion set. Tandem does not manufacture infusion sets.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to elevated blood glucose levels (approximately 500 mg/dl). Reportedly, the needle guard was not removed upon insertion resulting in high blood glucose levels. Customer was treated through intravenous insulin and fluids. Customer was unable to provide infusion set manufacturer.